Event description:
The pt received her scs system on (B)(6) 2004 including an ipg. It was reported stimulation had shut off in 2008-2009 timeframe and she has been unable to use her scs system since. Two programmers were unable to communicate with the ipg. The pt will undergo surgical intervention on a later date to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.